Event description:
It was reported that the rod on the unit had broken off.

Manufacturer narrative:
The handle unit was returned for eval but the reported failure, broken rod, was not confirmed, the rod is still in place. However, a separate failure mode was observed. The unit did not pass the insulation scan test to check for current leaks. There are micro scratches on the unit's insulation. The root cause for the observed failure mode, compromised insulation, can be attributed to normal wear and tear. In sum, the unit was returned for eval but the reported failure mode was not confirmed, instead a separate failure mode of compromised insulation was confirmed. Both failure modes will be monitored for future recurrence.